Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 140mg/dl - 150mg/dl fasting. Verified the strips expired 5/18/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a blood test and obtained "lo" fasting. Reviewed meter memory: (B)(4). Customer is concerned with result that was taken on (B)(6) 2015 at 5:57pm "lo". Customer ran a blood test with lot ps2321, this strip lot was used previously by the customer with another meter that also obtained a lo result. Customer is not sure if it was the original vial of strips that she used again that gave the lo blood results because they both have the same lot number. Customer then decided to run a blood test using the new replacement vials that was sent and she is getting normal blood results. Customer normal glucose range is 140-150mg/dl. Adverse event not reported.